Event description:
It was reported that this implantable pacemaker recorded a code 1003. Boston scientific technical services (ts) noted that the physician plans to replace the device within the next week and declined further analysis. As of this time device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable pacemaker recorded a code 1003. Boston scientific technical services (ts) noted that the physician plans to replace the device within the next week and declined further analysis. As of this time device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.